Event description:
The customer reported experiencing intermittent occlusion alarms. The customer's blood glucose level reached up to 200 mg/dl. The customer continued to use the pump for insulin therapy.